Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿error b30 scope communication error, no image¿ was confirmed. The following findings were also noted during device evaluation: the scope has an instrument channel leak, dents in the bending section, exera identification chip has no data. Bending section glue lifting, switch button 1 and 4 not working, dents in the insertion tube failed ring gauge, caution and sterilization labels are peeling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had a scope communication error b-30, no image during preparation for use for an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported no image/b30 scope communication error issue could not be determined, however, due to the observed leak in the biopsy channel, it is likely there was an ingress of water into the scope during user handling, resulting in an electronic component malfunction. It is also possible that physical stress applied to the scope bending section resulted in damage to the charged-coupled device (ccd) unit and resulting in the event. The event can be detected/prevented by following the instructions for use (IFU) which states: important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.